Event description:
Complainant alleged that while attending to a patient (age & gender unknown), the device would not respond to the controls on the attached external paddles preventing energy discharge. However, the attendant was able to administer the charge energy by depressing the shock button located on the device control panel. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.